Event description:
Affiliate reported the customer alleged erroneously low thyroid-stimulating hormone (tsh) results, below the reference interval, for 25 pts involving unicel dxc 600i synchron access clinical sys. This report refers to pt number 13. It is unk if the erroneous result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Svc was not dispatched as the customer did not question sys performance. Beckman coulter, inc contacted the customer. The customer stated no further issues and a new reagent pack was in use. The customer stated the erroneous results occurred on one reagent pack only. The customer explained not all thyroid-stimulation hormone (tsh) results were low, some results recovered as expected. The customer stated a preventive maintenance (pm) was performed prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.